Manufacturer narrative:
Continuation of d10: product ID afapro28; product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a mapping catheter and an ablation catheter, after attempting ablation of the left superior pulmonary vein, left inferior pulmonary vein, and right superior pulmonary vein, access to the left atrium was lost, and the transseptal puncture was no longer maintained, resulting in the catheters returning to the right vena cava. It took time to regain access to the left atrium, during which possible coagulation inside the ablation catheter was noted, and the mapping catheter became blocked inside. The procedure was stopped without ablating the right inferior pulmonary vein due to the patient experiencing severe bradycardia. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter of lot number 231906297 was returned and analyzed. Visual inspection of the loop segment area showed the mapping catheter was received without the loop and electrodes. The loop and electrodes were completely detached. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. The mapping catheter loop and electrodes were stuck inside the afapro28 balloon catheter guide wire lumen. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrode(s) showed. The electrode(s) was/were found detached from the pebax tubing and were found stuck inside afapro28 balloon catheter guide wire lumen catheter. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the return product inspection due to broken/detached loop on the pebax tubing and a detached electrode/loop was observed in the loop section. The bradycardia occurred during the procedure and could not be substantiated via product analysis and the decision to abort the procedure while the patient was under general anesthesia without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.